Manufacturer narrative:
The reported event was confirmed. Only the tip was returned for evaluation inside a plastic bag with its label. Upon visual inspection, it was observed that the suction tube is broken at the joint bond or connection to the base. Also was observed scratch and spots marks over the tube.

Event description:
It was reported that before a surgical procedure at the user facility, the device's tip broke off in the doctor's hands before use. The procedure was completed successfully with no delay, no medical intervention, and no adverse consequences reported.

Event description:
It was reported that before a surgical procedure at the user facility, the device's tip broke off in the doctor's hands befure use. The procedure was completed successfully with no delay, no medical intervention, and no adverse consequences reported.